Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited noise oversensing during an MRI procedure. No intervention was performed. The patient was in stable condition and will continue to be monitored.